Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs and performed pre-fill reservoirs. Also, inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal and bolus leaking test followed. The reservoirs were filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump. In conclusion the reservoirs did no leak and no air bubbles.

Event description:
The customer reported via phone call that the insulin pump delivered 30 units of insulin that were not programmed. He gave himself sugar and got his blood glucose level between 200 mg/dl and 400 mg/dl. The customer treated his high blood glucose level with manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.